Event description:
Additional information was received from a company representative (rep) reporting that the patient's weight at the time of the event was 196 pounds. It was reported that at the patient's refill on (B)(6) 2023, the actual reservoir volume was 6ml and the expected reservoir volume was 3.3ml. At the patient's refill on (B)(6) 2024 the actual reservoir volume was 4ml and the expected reservoir volume was 2.3ml. It was reported that the cause of the volume discrepancy/ pump flipping was that the patient lost about 50 pounds since original pump implant. It was reported that a pump check was completed on (B)(6) 2024 and the catheter was aspirated and dye was pushed. The catheter was not occluded. The patient had not had another refill since the volume discrepancy was determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal hydromorphone (4 mg/ml at an unknown dose) via an implanted pump for spinal pain indications. It was reported that at the patient's last two refills the patient's pump showed a volume discrepancy where the healthcare provider (hcp) was aspirating double the amount of drug than expected. The pump logs showed no stalls. It was reported that they did a catheter access port (cap) aspiration and dye study that was negative. The agent inquired if the patient's pump had ever flipped and they stated that has happened and that the patient lost a lot of weight and the pump was floppy in the pocket. No patient symptoms/complications were reported with the event.